Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer reported the reader was exposed to moisture and no longer powered on with button press or test strip insertion. Customer was unable to obtain readings and experienced symptoms described as cold sweats, dizziness, and a loss of consciousness. Customer self-treated (unspecified) and no further treatment was reported. There was no report of death or permanent impairment associated with this event.